Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device after an interventional procedure. Reportedly, the needle located at the left anterior did not deploy. The device was removed and exchanged with another prostar xl unit which was deployed without issue to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reportedly discarded. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.